Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts in the insulation and suture sleeve. In addition, signs of abrasion were found along the lead body. However, the insulation was intact. Testing was completed to assess lead electrical and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the insulation damage observed was related to the explant procedure.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was damaged by the laser during an right atrial (ra) lead revision procedure. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.